Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) with the fragment for evaluation. It was confirmed that there was a broken at 18mm from the distal end of the probe. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface was blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. As the vicinity of the origin of the fracture surface was blackened, a crack was generated in the probe due to a load such as a spark. The crack then extended when load to the device was applied to the probe. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during the surgical procedure using the subject device, the following event occurred. The distal part of the jaws of broke. There's no information about the fact if the broken part is recovered, or not, from the operating site. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the probe was broken off.